Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level ranged from 257 to the "low 300's" (mg/dl). The customer delivered a bolus via the pump. Reportedly, the customer was able to clear the malfunction alarms and resume insulin delivery. It was reported that the customer would continue use of the current pump until the replacement pump was received.